Event description:
Staff were setting up for a bronchoscopy and noted that the wax plug was missing from the microbiology brush. The package was new and unopened prior to the set up. No wax plug was found inside the packaging. Staff obtained another device and continued with their set-up.